Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The sheath separation was not confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after deployment, the proglide device was stuck and unable to be removed from the patient anatomy. The device broke at the junction of the distal guide and proximal guide. A portion of the distal guide with the proglide foot was still held together by the actuator wire; however the remainder of the black distal sheath had separated and remained in the patient. Tissue damage occurred. A cut down of the femoral artery was performed to remove the separated portion of the proglide from the patient anatomy and to repair the artery. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.